Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, low pacing impedance and noise on the atrial lead was noted. The lead parameters were reprogrammed. The patient was stable with no adverse consequences.